Manufacturer narrative:
This report is being filed to update the event and h6 fields based on receipt of additional information.

Event description:
It was reported that this patient expired one day after the implant of this right ventricular lead. The field representative noted that the lead had dislodged. Additional information was later received from the field representative noting that the reported dislodgement had occurred following pocket closure. The patient coded post-procedure and chest compressions were administered. The rv lead was programmed to maximum outputs but capture could not be achieved. The patient was hospitalized and fluoroscopy later confirmed the lead had dislodged following the compressions. As noted previously, the patient expired the following day.

Event description:
It was reported that this patient expired one day after the implant of this right ventricular (rv) lead. The field representative noted that the lead had dislodged. This lead was not explanted post-mortem. During the previous rv lead implant a few days prior, a perforation of the heart tissue occurred. The field representative reported that he believed the physician thought that perforation of the previously implanted rv lead may have caused or contributed to the patient's death.